Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8116500, model: sc-8116-50, serial: (B)(6), batch: 137678.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure wherein all devices were removed due to an unknown reason. The explanted devices will not be returned per facility policy. No further information could be obtained despite good faith efforts.